Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported a that arm 1 was having problems. The intuitive surgical, inc. (Isi) technical service engineer (tse) found no related logs. The customer stated they had a message that arm 1 insertion axis was not free to move. Prior to calling in, the customer had begun to inspect drape and did not have arm docked. The tse had customer inspect for drape under the carriage, but the customer was having issues removing drape to inspect. The tse suggested customer turn system off, remove drape, power system back on, and re-drape arm. The customer disconnected to complete steps and will call back if issue persists. There was no reported injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue and replaced the universal surgical manipulator (usm) for customer satisfaction. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). The unit was tested on an in-house system in normal mode where the issue was not replicated showing no errors. Unit was also tested on psc fixture test platform (pftp) where the issue was not replicated with all related test passed. After a further investigation, fluid intrusion/contamination/damage was not found on the usm or carriage parts related to the main RMA report. During manual inspection, carriage was showing too much resistance during up/down movement and got stuck. System logs confirmed no error found.